Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, on stapling time, the handle didn't close entirely and it was impossible to staple. Changes the reload however, same issue occurred, then the surgeon changed the reload again to complete the procedure.